Event description:
It was reported that during a lap sigma procedure the device fired an incomplete staple line. The site used a new reload with the same problem. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.